Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's system monitor stopped working and stated "no data". By the time the bedside intensive care unit nurse was able to call the clinical team, the system monitor was operating appropriately with no issues. The clinical team advised the nurse to turn the system monitor off and on to reset the monitor. Once the nurse did so, the system monitor operated correctly.

Manufacturer narrative:
Section a: multiple attempts for patient information were made, however no response was received. Section d: multiple attempts for device serial number were made, however no response was received. Manufacturer's investigation conclusion: the reported event of the system monitor not working and displaying "no data" was not confirmed as the system monitor was not returned for evaluation. The account indicated that the issue resolved. Multiple requests were made to obtain additional information (including if the issue has reoccurred and if the system monitor will be returned); however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use (IFU) section 4 ¿system monitor¿ describes how to use the system monitor and the actions to take if the system monitor is not functioning as intended, including when the "not receiving data" message is displayed on the screen. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate ii patient handbook and heartmate ii instruction for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.